Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient allegedly sustained unspecified injuries resulting from a spinal fusion surgery using rhbmp-2/acs. No additional information has been provided.

Event description:
It was reported that on: (B)(6) 2008, the patient presented with pre-op diagnosis of degenerative disc disease, lumbosacral spine. Back pian post lumbar discectomy l4-5 ,l5-s1 levels with persistent back pain, discogenic pain, right lower limb radiculopathy since her surgery. The patient underwent following procedure: anterior lumbar fusion l4-s1, utilization of synthes anterior tension bone plate from l4-s1, rhbmp-2/acs, 13 x 12 mm femoral ring cage at l4-5, and 13 mm x 12 deg lordosis one at l4-5 femoral ring and 15 x 12 deg lordosis at l5-s1 was placed. Per op notes, the cages were placed at l4-5 and l5-s1 levels after ensuring that the endplates were bleeding.